Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused set was returned for evaluation. Also, four pictures were submitted by the customer. Visual examination of the set notes that flex micro line #2 has an embedded black particulate on the inside of the male adapter. The pictures that the customer provided confirms this defect. Incidents of embedded contamination are normally attributed to degraded/burned material may have become trapped in the vents at the time the part was molded. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders in order to heighten awareness. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that just before priming line 2, a black particle was noticed inside the ts tubing near where tubing connects to source solution. No patient involvement.